Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery. After pre-treating the lesion with a rotablator, a 3.00 x 38 synergy ii drug eluting stent was inserted to treat the lesion. However, the stent struts were damaged. The device was removed intact and it was found that the distal edge was crimped on the balloon. The procedure was completed with another of the same device. There were no patient complications reported.